Event description:
Pt reports their freedom pump's spring broke and is not working. Pt reports on friday they infused manually and finished the infusion but needs a new pump. Pump serial number checked out: (B)(6) and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs: 7 gm. Hizentra 20% pfs indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.